Event description:
It was reported to medtronic neurosurgery that a patient had an infection near the abdominal wound one month after implantation, and the doctor believed there was a problem with a catheter.

Manufacturer narrative:
The valve was patent and passed leak testing. It did not meet specifications for siphon or reflux testing. The device did not meet all requirements for pressure-flow testing. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device, resulting in fluid reflux and siphoning. A review of the manufacturing and sterilization records showed no anomalies. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin". All of the valves are 100 percent tested at the time of manufacture.